Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a pacemaker check, ventricular pacing lead impedance was elevated both in unipolar and bipolar. Pacing threshold was also high. The explant of ventricular lead was attempted, but it was failed to do so. Eventually, a stump treatment was performed on the lead and capped inside the body. A new ventricular lead was implanted contralateral. The partial lead was discarded as the patient was (B)(6). Patient was stable.